Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a left atrial appendage occlusion (laao) procedure, patient complications perforation and fistula occurred. A versacross connect laac access solution kit was selected for transeptal puncture. Upon tenting on the septum, the physician was pointing anterior and needed to clock to go more posterior. The dilator was nearly parallel to the septum and facing the aorta. The physician made a minor adjustment then applied radio frequency. The wire was advanced however its location needed to be confirmed. The wire then dislodged to look like a normal pigtail curl and the physician advanced the sheath and dilator over the wire. Two watchman clinical specialists noted that the sheath looked like it was going through the mitral annulus near the aortic root. The dilator and sheath were advanced over the wire, creating a 15f hole. The physician then advanced a wire through the sheath and dilator to maintain position and slowly pulled back the sheath to confirm location of the puncture. A CT surgeon was called in to consult. The patient had some cardiac rhythm issues (namely ectopy), but the blood pressure remained stable. An effusion was noted, but there wasn't sufficient baseline imaging to know if it was there from the start and it remained stable during the observation period. The echo physician, implanter, and CT surgeon all determined and agreed that the sheath had gone through the aortic-mitral commissure just below the aortic root. After more than 30 minutes of observation, the case was aborted so the patient did not need anticoagulation. A follow-up transthoracic echocardiogram (tte) and computed tomography (CT) were scheduled, and the patient was admitted overnight for observation. As of the end of the day, the computed tomography (CT) came back that there was a small left atrium (la)-left ventricular (lv) fistula at the mitral annulus/aortic mitral commissure, but patient remained stable and is expected to recover fully. It was also noted that the effusion wasn't properly imaged prior to the case but based on the stability of the effusion and patient vitals, it was suspected that it was present pre-procedure. Patient had eliquis medication taken the morning of the procedure. The device is not expected to be returned for analysis.